Event description:
It was reported that a patient presented for a routine generator change. Device interrogation revealed low r-wave sensing and high capture threshold on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable.